Event description:
It was reported that the warmer had missing segments on the display. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual damage to enclosure and front cover, cracked tank cover, and faded line cord. There was missing segments on the display. The root cause of the reported issue was found to be physical impact broke part of the display off. Actions were taken to mitigate the reported issue: replaced the power control board. A corrective and preventative action has been opened to address the reported issue.